Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 7101307. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02906 it was reported the patient is not receiving effective therapy due to high impedances on the left occipital lead, and due to a recent weight loss, patient began experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and lead were explanted and replaced to address the issue. It is unknown which lead had high impedance.